Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure implant") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual issue"). The patient was treated with surgery (resection of bilateral essure sterilization coils). Essure was removed. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: confirmed essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure implant") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual issue"). The patient was treated with surgery (resection of bilateral essure sterilization coils). Essure was removed. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/the metallic fragment on the right is diminished/device brakage essure remnants'), fallopian tube perforation ('perforated fallopian tube due to essure\/she told the coil was protruding from the tube'), device dislocation ('migration of the essure implant/ migration of essure device location of device: abdominal wall in the umbilical region/ e-sure coils had migrated after having an ultra sound/ migration of essure device location of device location: uterus'), pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('abnormal bleeding menorrhagia') in a 27-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hearing loss, ovarian cyst, vaginitis, depression, anxiety, palpitations and tension headache. Concurrent conditions included urinary tract infection, kidney infection, breast disorder, pain in hip, paresthesia, numbness and lumbar spinal stenosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"), 24 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced rash ("rashes"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device expulsion ("migration essure device location of device-uterus"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstrual issue") and back pain ("back pain"). The patient was treated with biotin (biotine) and surgery (d & c, salpingectomy (bilateral removal of fallopian tubes),surgical removal of coil-kept remnants of coils and salpingectomy (bilateral removal of fallopian tubes,surgical removal of coil-kept remnants of coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic inflammatory disease, autoimmune disorder, menstrual disorder, cystitis, depression, anxiety, migraine, headache, nausea and fatigue outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, rash, allergy to metals, alopecia and back pain had resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. In (B)(6) 2015 for essure coil removal, she states the coils were removed hysteroscopically. States she had the essure completely removed (B)(6) 2011. Removal date reported as (B)(6) 2015 and (B)(6) 2017 (discrepancy). On the left there were approximately 5 ½ coils visible outside the tubal os and on the right there were approximately 6 coils visible beyond the tubal os. Received treatment for pain, abnormal bleeding, allergic reaction, breakage/expulsion, migration, bladder/urinary problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: confirmed essure device was successfully occluded. Event perforated fallopian tube due to essure captured, pelvic inflammatory disease from medical record. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events hair loss back pain, vaginal hemorrhage, menorrhagia,allergy to nickel and rash was updated to recovered. Essure removal date updated. Event of autoimmune disorder downgraded to non-serious. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/the metallic fragment on the right is diminished/device brakage essure remnants'), fallopian tube perforation ('perforated fallopian tube due to essure\/she told the coil was protruding from the tube'), device dislocation ('migration of the essure implant/ migration of essure device location of device: abdominal wall in the umbilical region/ e-sure coils had migrated after having an ultra sound/ migration of essure device location of device location: uterus'), pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('abnormal bleeding menorrhagia') in a 27-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hearing loss, ovarian cyst, vaginitis, depression, anxiety, palpitations and tension headache. Concurrent conditions included urinary tract infection, kidney infection, breast disorder, pain in hip, paresthesia, numbness and lumbar spinal stenosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"), 24 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On 1-mar-2015, the patient experienced rash ("rashes"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device expulsion ("migration essure device location of device-uterus"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstrual issue") and back pain ("back pain"). The patient was treated with biotin (biotine) and surgery (d & c, salpingectomy (bilateral removal of fallopian tubes),surgical removal of coil-kept remnants of coils and salpingectomy (bilateral removal of fallopian tubes,surgical removal of coil-kept remnants of coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic inflammatory disease, autoimmune disorder, menstrual disorder, cystitis, depression, anxiety, migraine, headache, nausea and fatigue outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, rash, allergy to metals, alopecia and back pain had resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. In (B)(6) 2015 for essure coil removal, she states the coils were removed hysteroscopically. States she had the essure completely removed 1/2011. Removal date reported as (B)(6) 2015 and (B)(6) 2017 (discrepancy). On the left there were approximately 5 ½ coils visible outside the tubal os and on the right there were approximately 6 coils visible beyond the tubal os. Received treatment for pain, abnormal bleeding, allergic reaction, breakage/expulsion, migration, bladder/urinary problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: confirmed essure device was successfully occluded. Event perforated fallopian tube due to essure captured, pelvic inflammatory disease from medical record. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events hair loss back pain, vaginal hemorrhage, menorrhagia,allergy to nickel and rash was updated to recovered. Essure removal date updated. Event of autoimmune disorder downgraded to non-serious. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/the metallic fragment on the right is diminished/device brakage essure remnants'), fallopian tube perforation ('perforated fallopian tube due to essure\/she told the coil was protruding from the tube'), device dislocation ('migration of the essure implant/ migration of essure device location of device: abdominal wall in the umbilical region/ e-sure coils had migrated after having an ultra sound/ migration of essure device location of device location: uterus'), pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('abnormal bleeding menorrhagia') in a 27-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hearing loss, ovarian cyst, vaginitis, depression, anxiety, palpitations and tension headache. Concurrent conditions included urinary tract infection, kidney infection, breast disorder, pain in hip, paresthesia, numbness and lumbar spinal stenosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"), 24 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced rash ("rashes"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device expulsion ("migration essure device location of device-uterus"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstrual issue") and back pain ("back pain"). The patient was treated with biotin (biotine) and surgery (d & c, salpingectomy (bilateral removal of fallopian tubes),surgical removal of coil-kept remnants of coils and salpingectomy (bilateral removal of fallopian tubes,surgical removal of coil-kept remnants of coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic inflammatory disease, autoimmune disorder, menstrual disorder, cystitis, depression, anxiety, migraine, headache, nausea and fatigue outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, rash, allergy to metals, alopecia and back pain had resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. In (B)(6) 2015 for essure coil removal, she states the coils were removed hysteroscopically. States she had the essure completely removed (B)(6) 2011. Removal date reported as (B)(6) 2015 and (B)(6) 2017 (discrepancy). On the left there were approximately 5 ½ coils visible outside the tubal os and on the right there were approximately 6 coils visible beyond the tubal os. Received treatment for pain, abnormal bleeding, allergic reaction, breakage/expulsion, migration, bladder/urinary problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: confirmed essure device was successfully occluded. Event perforated fallopian tube due to essure captured, pelvic inflammatory disease from medical record. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/the metallic fragment on the right is diminished/device brakage essure remnants'), fallopian tube perforation ('perforated fallopian tube due to essure\/she told the coil was protruding from the tube'), device dislocation ('migration of the essure implant/ migration of essure device location of device: abdominal wall in the umbilical region/ e-sure coils had migrated after having an ultra sound/ migration of essure device location of device location: uterus'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding menorrhagia') and autoimmune disorder ('autoimmune reaction') in a 27-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hearing loss, ovarian cyst and vaginitis. Concurrent conditions included urinary tract infection, kidney infection, breast disorder, pain in hip, paresthesia, numbness and lumbar spinal stenosis. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On 8-oct-2010, the patient had essure inserted. On 1-nov-2010, the patient experienced depression ("depression") and anxiety ("mental anguish"), 24 days after insertion of essure. On 1-dec-2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2011, the patient experienced nausea ("nausea"). On 8-feb-2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In january 2014, the patient experienced fatigue ("fatigue"). On 1-mar-2015, the patient experienced rash ("rashes"). On 17-mar-2015, the patient experienced allergy to metals ("nickel allergy"). On 28-dec-2016, the patient experienced device expulsion ("migration essure device location of device-uterus"). On 23-jan-2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On 1-jun-2018, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issue") and back pain ("back pain"). The patient was treated with surgery (d & c, salpingectomy (bilateral removal of fallopian tubes),surgical removal of coil-kept remnants of coils and salpingectomy (bilateral removal of fallopian tubes,surgical removal of coil-kept remnants of coils). Essure was removed on 24-jan-2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic inflammatory disease, menorrhagia, autoimmune disorder, menstrual disorder, vaginal haemorrhage, cystitis, depression, anxiety, rash, migraine, headache, nausea, allergy to metals, fatigue and alopecia outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and back pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device.in april 2015 for essure coil removal, she states the coils were removed hysteroscopically. States she had the essure completely removed 1/2011.removal date reported as 07may2015.on the leftthere were approximately 5 ½ coils visible outside the tubalos and on the right there were approximately 6 coils visiblebeyond the tubal os. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on 11-jan-2011: result: confirmed essure device was successfully occluded. Event perforated fallopian tube due to essure captured, pelvic inflammatory disease from medical record. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 14-may-2019: medical record- reporter information, medical history and event perforated fallopian tube due to essure, pid added.on 16-may-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), infection bladder,depression and mental anguish, rashes, migraines / headaches, migration of essure device location of device: abdominal wall in the umbilical region, nausea, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, hair loss, lot number were added.incident:we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/the metallic fragment on the right is diminished/device brakage essure remnants'), fallopian tube perforation ('perforated fallopian tube due to essure\/she told the coil was protruding from the tube'), device dislocation ('migration of the essure implant/ migration of essure device location of device: abdominal wall in the umbilical region/ e-sure coils had migrated after having an ultra sound/ migration of essure device location of device location: uterus'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding menorrhagia') and autoimmune disorder ('autoimmune reaction') in a 27-year-old female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hearing loss, ovarian cyst and vaginitis. Concurrent conditions included urinary tract infection, kidney infection, breast disorder, pain in hip, paresthesia, numbness and lumbar spinal stenosis. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"), 24 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced rash ("rashes"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device expulsion ("migration essure device location of device-uterus"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issue") and back pain ("back pain"). The patient was treated with surgery (d & c, salpingectomy (bilateral removal of fallopian tubes),surgical removal of coil-kept remnants of coils and salpingectomy (bilateral removal of fallopian tubes,surgical removal of coil-kept remnants of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic inflammatory disease, menorrhagia, autoimmune disorder, menstrual disorder, vaginal haemorrhage, cystitis, depression, anxiety, rash, migraine, headache, nausea, allergy to metals, fatigue and alopecia outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and back pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. In (B)(6) 2015 for essure coil removal, she states the coils were removed hysteroscopically. States she had the essure completely removed on (B)(6) 2011. Removal date reported as (B)(6) 2015. On the left there were approximately 5 ½ coils visible outside the tubal os and on the right there were approximately 6 coils visible beyond the tubal os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: confirmed essure device was successfully occluded. Event perforated fallopian tube due to essure captured, pelvic inflammatory disease from medical record. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.